Event description:
It was reported that the right atrial (ra) lead was moved three times as they were getting good sensing but no capture. The patient had a fast atrial rate occurring both during and after case and there is still concern over the capture of the lead. The patient complained of chest pain after implant. The lead remains in use. No further patient complications have been reported as a result of this event.